Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and booted up. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and the vibrate function failed. Manual "try it" test was performed and passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that a foreign object was binding the vibrator motor. The reported event of an no vibration was confirmed. The root cause was determined to be a foreign object damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.